Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the gas bottle for the calibration equipment was empty. There was no patient involvement as this occurred during set-up. The product was not changed out. The surgery was completed successfully.